Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one resolute onyx coronary drug eluting stent, difficulty was encountered advancing stent. The guide wire came back from across lesion and while repositioning, the stent came loose from delivery system. All wires and catheters were immediately removed, but the stent could not be located visually or via fluoroscopy in the catheter. It is believed that the dislodged stent traveled to unknown location in body such as the head or neck. The stent could not be found. The patient has had issues since the event and is currently intubated in the ICU. The lesion being treated was in the circumflex artery (cx). The device was inspected with no issues noted. Negative prep was performed with no issues noted. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device but excessive force was not used during delivery. The patient is alive with injury. No further patient complications have been reported as a result of this event.